Manufacturer narrative:
The technician isolated the issue to the trend gas springs. He replaced the gas springs to repair the bed.

Event description:
Info received indicates the head section is drifting into trendelenburg and is difficult to lift once in trend.